Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that at 5:30 a.m. The insulin pump had a steady beep. They received an alarm when they tried to cancel it. They tried replacing the battery but the insulin pump was not working. The customer¿s blood glucose level was 95 mg/dl. Troubleshooting was performed. They inserted a new battery and the display returned. The device alarmed an unexpected restart. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected alarm due to frozen display. No moisture/damage on keypad noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.